Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a blood administration set in which a leak was observed due to a hole in line of the tubing was confirmed and reproduced during product evaluation. Visual inspection revealed a pinhole in the tube approximately 30cm below the chamber. The root cause of the reported condition is not identified and no corrective action was required at this time. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A customer reported to baxter (B)(4). A blood administration set in which a leak was observed due to a hole in line of the tubing at an unknown location. The reported condition occurred during priming. There was no patient involved and no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. This is a product not distributed in the us and does not have a 510k number. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.